Event description:
Received information stating patient was taken to ER due to high bgs (480-503 mg/l). Contact alleged possible gall bladder infection and appendix issues but neither were confirmed.

Manufacturer narrative:
During troubleshooting it was reported patient used cartridge for more than the recommended time as patient did not have backup supplies.